Manufacturer narrative:
Device passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty force sensor resistor (gold). Unable to perform occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed, insulin pump passed, self test, off no power test and all operating currents tested within the spec range.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error alarm. Customer's blood glucose level was unknown. Customer stated the insulin pump squirts insulin from infusion set while priming instead of dripping, unexplained or random no delivery alarms requiring a set change. Customer reported that the insulin pump failed battery test and rejected new room temp batteries. The insulin pump will not be returned for analysis.